Event description:
It was reported that the implant (INS) won't come on and they were assuming since it was not taking a charge it needed to be replaced. Patient (pt) said the issue started last week. During the call, agent had the pt reset the controller. Agent had the pt checked the controller battery compartment and battery pack for damage and no damaged was reported. Pt unlock the screen they got Settings not available cannot provide your desired intensity settings message. Pt recharger was connected and recharging their INS. Controller battery was at 100% and the INS was at 40%. Agent had the pt disconnect the recharger and unlock the screen and it show the settings not available cannot provide your desired intensity settings message again. Pt said they were at group C. Agent instructed the pt to switch to group A and the patient confirmed the stimulation was working in group A however the stimulation was for their lower back. Pt charge to group C again and the stimulation went off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.